Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1504703) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. This report is being filed as a correction. The submissions related to MDR 2954323-2017-00536 were submitted in error under that MDR number. The information reflected in the initial and follow-up submissions for MDR 2954323-2017-00536 were the device evaluation and correction related to MDR 2954323-2016-06619. This report has been updated to reflect the information reported under MDR 2954323-2017-00536.

Event description:
Customer reported receiving an inaccurate high reading on their adc blood glucose meter a month ago. Customer reported receiving a reading of "hi" (greater than 27.8 mmol/l) compared to a lab result of 8 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(6). The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the date of event is unknown. The meter is designed to report readings of 1.1 mmol/l to 27.8 mmol/l. It should be noted that this meter does not give numeric value for readings greater than 27.8 mmol/l. A "hi" display message indicates a reading greater than 27.8 mmol/l. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving an inaccurate high reading on their adc blood glucose meter a month ago. Customer reported receiving a reading of "hi" (greater than 27.8 mmol/l) compared to a lab result of 8 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(6). Date received by mfg was inadvertently entered as 10/17/2016. The correct date is 10/18/2016. This field has been updated to reflect the correction. In addition, PMA/510(k) has been updated to reflect the correct data.

Event description:
Customer reported receiving an inaccurate high reading on their adc blood glucose meter a month ago. Customer reported receiving a reading of "hi" (greater than 27.8 mmol/l) compared to a lab result of 8 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.